Manufacturer narrative:
H6 - component code added. 3038 (catheter). H6 - investigation findings, updated to 3221 (no findings available). H6 - investigation findings, updated to 3221 (no findings available). H6 - investigation conclusions, updated to 4315 (cause not established). A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The delivery system for a gore® viabahn® vbx balloon expandable endoprosthesis device was returned with 0.035¿ guidewire inserted. The size of the returned vbx device could not be confirmed as neither the hub assembly nor the endoprosthesis were present. The balloon appeared to be deflated however proper inflation and deflation performance of the returned device could not be confirmed during evaluation due to the absence of the hub assembly and associated inflation lumen. The guidewire could be gently manipulated back and forth, so it did not appear to be stuck, however complete removal was not attempted. At the time of device evaluation the balloon was deflated, therefore whether the guidewire was stuck under the use conditions defined by the procedure could not be confirmed.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the renal vein. After the vbx device was successfully delivered, the physician was unable to fully deflate the delivery balloon after inflation to the nominal pressure of 11atm. The physician was also unable to remove or advance the .035 rosen guide wire that was used for stent delivery. The physician cut the hub off of the delivery catheter, advanced a long 8fr sheath over the balloon and successfully removed the delivery catheter and guide wire. There were no additional medical treatments necessary. The patient did not experience any adverse consequences.